Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized due to high blood glucose of 426 mg/dl. Customer was vomiting and was unable to keep food down and was lethargic with ketones. Customer was using the device at the time of the hospitalization. Customer's mother stated the device was removed prior to leaving the hospital. Customer's mother was at work at the time and troubleshooting was not possible. No further information reported.